Event description:
The clinician reports the implant was inserted 2021-04-29 in ada 3. On 2023-02-15, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.